Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, oversensing of atrial paced event on the ventricular channel was observed. The signal was unable to be reproduced with isometrics, the patient laying in a sleeping position, or bending over. Programming changes were made. The device remains implanted.